Event description:
(B)(4).it started off with gradual weight gain. Mostly in my belly. I would get pain in my pelvis. My stomach will be so bloated I wouldn't be able to breathe. I was diagnosed as a diabetic. I was also admitted in the ER due to urine retention. I had a foley carther for a week. My period was so heavy I had to wear 2 ultra pads changed every 2 hours because they will be soaked with blood. I was also was unable to do any sort.of active because I would be exhausted. On (B)(6) 2015 I had a hysterectomy as soon as I woke up I felt better my stomach was not bloated I was able to breathe.